Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol fractured after it was inserted into the eye. During removal of the iol, a posterior capsule tear occurred requiring a vitrectomy. A second lens was implanted into the sulcus. Additional info has been requested.